Manufacturer narrative:
The customer spoke with a remote service engineer (rse) requesting a quote for repair and pricing.

Event description:
The customer called into philips reporting that the device failed the defib pads test while doing ops check. There was no patient involvement.